Event description:
It was reported that during a da vinci-assisted surgical procedure, at the beginning of the procedure, there was difficulty opening the scissors, they removed the instrument to check it and it was observed that the clamp pulley was loose, they replaced the instrument with another scissors. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the cable was loose and there was no harm to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. A failure mode investigation (fmi) for this issue was completed and documented in 1061247. The mcs instrument is associated with a component change to improve cable performance and reliability by replacing the black-as-drawn (bad) cable with an electropolished (ep) cable. Additionally, the mcs instrument uses a tip cover accessory, which mitigates the potential for a fragment falling into the patient. In a potential fragment-causing failure, such as cable failure, for the mcs instrument, the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).